Manufacturer narrative:
(B)(4). No samples were returned to the manufacturer. No lot number was provided for the tubing sets so the manufacturing date could not be determined. A cause for the reported defects with the tubing set was not identified. As a corrective action the drawing for the tubing set was changed to have a new hose part replace the original hoses, and to replace the clamps. Reference: (B)(4).

Event description:
On (B)(6) 2012, the maquet (B)(4) ssu reported that customers were unhappy with the blood cardioplegia tubing sets (article number: 70105.6012, serial number: not provided) and were refusing to use them. The customers reported that the tubing is different than what they are used to and kinks "all the time". They also report that the clamps do not work as they allow retrograde flow through the tubing even when it is clamped. The complaints were received by multiple customers from different institutions. Reference: (B)(4).